Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The unit passed 232 hours of extended bench testing without any error or alarm conditions. The unit was tested with a fully charge external battery that came with the ventilator, and the battery lasted 5 hours with 51% charge left. Vyaire was not able to perform testing on the ac adaptor due to the ac adaptor not being returned with the ventilator for investigation. The unit passed the initial final and initial alarm volume test with no abnormalities or unusual alarm occurrences. The unit was opened up and inspected, and no anomalies were found.

Event description:
It was reported to vyaire medical that during the transport, the ventilator went dead, and patient had to be manually ventilated. There was no patient harm associated with this reported event. The customer had the ventilator tested it their biomed department, and they were not able to duplicate the reported issue.